Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Subsequently, the customer had muscular spasms, resulting in a fall, and subsequent brain contusion. The cause of the low bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved.